Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.